Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred. As the 3.5x28mm rebel stent was removed from the package it was noted that the stent was scrunched up on the balloon. As there was no contact with the patient, no complications were reported.